Event description:
It was reported by the customer that the device was used during an unk procedure. The device misfired. Another device was used to complete the case. There was no consequence to the pt. One device being returned.

Manufacturer narrative:
Eval summary: the analysis results found that the er420 instrument was returned in good visual condition. The instrument was cycled, fed and formed 8 clips conforming, however after the eight firing the remaining clips were ejected. The instrument lock out was functional. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.